Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. No moisture damage found inside the pump. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that the customer forgot to remove the insulin pump before she went swimming. Customer's blood glucose was 4.9 mmol/l. Customer now has a button error alarm that she cannot clear. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer was advised to return the damaged pump.